Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid 10mg/ml at 6.598 mg/day via an implanted pump for non-malignant pain and other non-malignant pain. Medical history included inflammatory and toxic neuropathy. On (B)(6) 2016, a motor stall was seen at initial interrogation and the patient did not recently have an MRI. The rep just received a call from the hcp about the patient they were seeing that was going through acute withdrawal. No symptoms were given by the hcp. The pump had been beeping for a couple days and the pump was showing a motor stall. The rep was to follow up with the hcp and the change in therapy/symptoms was sudden. Additional information was received from the rep indicated they were planning to replace the pump on (B)(6) 2016. On 06/30/2016, it was further reported by the hcp the patient was admitted to the hospital on (B)(6) 2016 and was given oral dilaudid 4mg every three hours and patient controlled analgesia (pca) dilaudid 0.4 mg every 6 minutes as well as gabapentin 300mg oral three times a day. The patient was seen on (B)(6) 2016 for analysis and reprogramming of the implanted intrathecal infusion pump. Interrogation was performed and revealed motor stall occurred on initial interrogation and evaluation revealed it occurred on (B)(6) 2016 at 02:21 am. The reservoir volume was 36 ml at this time. After reprogramming (current drug setting was the same) the pump could not be re-started and the error displaying was ¿motor stall occurred¿ re-appeared. As a result, the pump was replaced on (B)(6) 2016 and during the replacement procedure it was noted 38 ml of medication was withdrawn and set aside from the pump reservoir. The pump settings after the replacement were the same dose/rate as prior to the pump malfunction and the pump was refilled with the 38ml. The cause of the motor stall was not determined. The motor stall had been resolved after replacement. The patient was discharged on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.